Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the pacemaker exhibited undersensing on the ventricle channel. Programming changes were made. The patient was in stable condition.